Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, one day post implant, the patient experienced a suspected microperforation and developed diaphragmatic stimulation with the right ventricular (rv) lead. The echo showed a mild effusion and some clot formation in the pericardial space, but no lead outside of the heart was visible on echo or fluro. The lead was repositioned septally and remains in use. No further patient complications have been reported as a result of this event.